Event description:
A pump alarm issue was reported during the loading process, identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level. As a resolution, technical support arranged for a replacement pump and confirmed the shipping details. The customer was instructed on how to put the pump into storage mode before returning it to tandem, and they understood the instructions. The customer will use multiple daily injections (mdi) as a backup insulin therapy method to maintain insulin delivery without interruption. Additionally, the customer was informed to return the problematic pump using a prepaid label within ten days, which they acknowledged.